Event description:
The advocate stated that the customer received a high blood glucose reading and adjusted her medication based on that reading. The customer's glucose dropped too low, and the customer was feeling dizzy. No actual readings were provided. It was also not known if the customer required any type of treatment. Attempts to contact the customer for that information were not successful. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.